Manufacturer narrative:
The reagent lot number was 836472. The expiration date was not provided. The field service representative performed several plausible measures. The issue was resolved, and it was confirmed that the module was performing within specification. The investigation did not identify a specific root cause.

Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 26.7 mg/dl, and the repeated result was 100 mg/dl.